Event description:
Customer reported abo mistypes on galileo shortly after the modified fwd_abo assay was loaded on the galileo. Known a donors typed as o.

Manufacturer narrative:
Instrument images were reviewed and were consistent with the customer's results. Upon review of the images, the other reactions on the plate were as expected. A centrifuge, pipettor, or camera reader malfunction can be ruled out based on expected reactions in the wells on the image for the other donor samples. A donor sample related issue can not be ruled out since the samples could have been hemolyzed or a clot present. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event. Fwd-aborh was testing performed on an in-house galileo with anti-a series 1, lots 101676 and 101672, anti-b series 3, lot 203228, anti-d series 4, lot 504694, and monoclonal control, lot 492027 using known a1, a2, b, and o donor segments. All donor segments typed as expected; no abo or rh descrepancies were observed. A review of the DHR for anti-a series 1, lots 101663, 101672, 101674, 101675/676, and 10677/678 was conducted. No deviations from procedures were found during review of the dhrs. According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.